Manufacturer narrative:
The product was not returned to the manufacturer. Therefore, no product evaluation could be performed. Picture of the actual device were received and examined by r&d departement shows that the inserter extremity was slightly bent which may have caused this event . From the information provided based on the event description , the product history records, the review of the case with the project manager and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, it could be hypothesized that the instrument fell, for instance during the sterilization process, causing the instrument damage and its malfunction as reported. However, without the product return and evaluation, this hypothesis cannot be validated. The root cause of the reported event remains undetermined with the most likely hypothesis of impact during sterilization process prior surgery . As it's mentioned in the product IFU , it's recommended to examine all instruments prior to surgery for wear or damage. Instruments which have been used excessively may be more likely to break. Replace any worn or damaged instruments as the product was not returned to the manufacturer, the product evaluation could not be performed. Upon receipt of the product, the product evaluation will be performed. If the product evaluation sheds new light on the investigation, the root cause of the complaint will be reevaluated. H3 other text : device not returned.

Event description:
Mobi-c p&f us : nose of inserter is bend, cannot load implant. A distributor reported on (B)(6) 2019 that upon trying to load mobi-c implant onto inserter it was noted that the noses of the inserter were too close together to allow the implant to slide into place. Surgeon attempting bending the nose open further but was unsuccessful. Another instrument was used to complete the surgery without further complication . There was no surgery delay or patient impact . Pictures of the actual device were received and shows that the inserter body was slightly bent which may have caused this event .

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The product evaluation has not been performed yet, as the product has not been returned for the moment. It was reported on march 1st 2019 that the product will be returned to ldr medical. Upon receipt of the product, the product evaluation will be performed. Investigation is still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us: nose of inserter is bend, cannot load implant. According to the reporter: upon trying to load mobi-c implant onto inserter it was noted that the noses of the inserter were too close together to allow the implant to slide into place. Surgeon attempting bending the nose open further but was unsuccessful. The awl insertion tool which can adapt to the pin in the implant cartridge was used to insert the cage instead. No harm to the patient. No delay. Additional information received from reporter on february 15th 2019: the state of the patient is that he was unaffected in any way. It was reported that a picture of the device wouldn¿t help since the noses are closed slightly it¿s too hard to see but it is closed enough to prevent the implant from being loaded into it. Additional information received from reporter on february 21st 2019: the instrument was never dropped that the reporter is aware of. It came in as a loaner set and the reporter took the set straight to sterile processing. The patient had an excellent outcome with excellent implant placement. Additional information received from reporter on february 25th 2019: the impacting rod and adjustment knob had nothing to do with the issue. The two noses of the blue handled implant holder were too close to one another therefore not allowing the implant to slide into place. The instrument could have been dropped by sterile processing staff. Additional information received on february 27th 2019: part mb9001r-2 was used on its own instead of the inserter during the surgery. It worked fine.